Event description:
The customer reported that the sys stopped displaying an image. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps1 power supply and interconnect cable were replaced. The sys was then found to be operating as intended.